Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device and delivery system (wds) were selected to be used. When the physician was positioning the was in the laa of the patient the was perforated the back wall of the laa resulting in a pericardial effusion with cardiac tamponade. The patients' blood pressure dropped, and the physician performed a pericardiocentesis. 300 ml of blood was removed from the patient and the effusion stabilized for five (5) minutes before the bleeding began again. Another 400 ml of blood was removed from the effusion and transferred back before the effusion stabilized again. The patient was moved to the operating room and underwent open heart surgery. During surgery a clip was applied to the distal end of the laa to repair the perforation. The patient did well following surgery and is recovering from this event. The patient is expected to be discharged.